Manufacturer narrative:
Product complaint # (B)(4). Visual inspection of the returned device found one side of the inserter¿s bifurcated tip had broken off. The portion of the tip that had broken off was not returned. Fracture analysis was performed on the inserter. Optical imaging of the inserter¿s tip revealed a rough surface that extends across the entire fracture plane suggesting the driver tip underwent a static overload failure. No material defects of other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the inserter tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is static overload failure due to significantly high forces placed on the tip of the inserter during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I received from the or manager the broken devices in a bag. No further information was received. Upon request it was confirmed that the procedures were successfully completed. The surgery date was derived from the steri sticker and might not be the actual date as it can take up to a day to complete cleaning and sterilisation. No further information is available at the moment. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: about 5min. Action taken when event occurred? Screws replaced with new screws. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. This complaint involves three (3) device.